Manufacturer narrative:
Other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter.

Event description:
Information was received from a clinical study via a healthcare provider (hcp) regarding a patient who was receiving morphine 5 mg/ml at a dose of 0.9728 mg per day via an implantable pump for non-malignant pain. It was reported the patient experienced increased pain and there was concern about whether the pump was working adequately on (B)(6) 2016. The patient's pump daily dose was then increased by 10% that day to deliver 1.0688 mg per day. The personal therapy manager (ptm) dosing was also increased by 7% to allow a totally daily patient activated dose of 1.1458 mg per day. The patient's pain as of (B)(6) 2016 had continued to increase and they were quite uncomfortable. The device was reprogrammed two more times with a dose increase both on (B)(6) 2016 as well as on (B)(6) 2016. A "pump check" further reported as a catheter access port (cap) contrast study was then performed on (B)(6) 2016. The hcp was able to cannulate the side port but could not aspirate sufficiently to bolus. The catheter appeared sluggish/occluded and needed revision. The device diagnosis was listed as catheter occlusion. As of (B)(6) 2016, the patient's increased pain and discomfort continued. As a result, a catheter revision was scheduled for (B)(6) 2016. The event was related to the device or therapy, specifically the catheter. The event was noted to not be related to the implant procedure. The outcome for the event was listed as ongoing.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported by the healthcare professional (hcp) on 2016-08-03. It was reported that the patient's dose was increased on (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) through a study. A catheter revision occurred on (B)(6) 2016.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated that the outcome was resolved with sequelae on (B)(6) 2016. The sequelae was noted as possible medication side effects (sleepiness). It was noted the patient reported on (B)(6) 2016 that the pump was still not working quite as well as she would have liked. The pump was reprogrammed on (B)(6) 2016 for a 20% basal rate increase. The patient reported they felt as though the pain was quite well-controlled with the intrathecal pump medication on (B)(6) 2016.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.